Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000157171.

Event description:
It was reported that the patient is experiencing ineffective therapy due to high impedances on one of the octrode leads. Surgical intervention may take place at a later date to address the issue. It is unknown which lead caused the issue.

Manufacturer narrative:
Correction: the reportable aware date / g3 date received by manufacturer has been corrected from 22 january 2025 in initial MDR to 21 january 2025. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.